Event description:
It was reported that the insulation on the units was cracked. It was further reported that the units would not pass the leak test.

Manufacturer narrative:
Additional information will be provided once the investigation is completed. Multiple units from the same catalog number were involved in the event. They include the following lot numbers: 1040641d; 1044666d.